Event description:
It has been reported that during a knee arthroplasty, the instrument became stuck in the cut guide. The surgery was able to be completed with no harm to the patient.

Manufacturer narrative:
Report source: - (B)(6). Concomitant medical products: -drill bit catalog#:unk lot#:unk. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further evaluation. Visual inspection found that the drill bit had been stuck within a hole in the cut guide. The guide demonstrates a large degree of wear. The cut guide has an approximate field age of 9 years and 8 months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause is associated with expected wear from long term use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2017 -06887.